Event description:
It was reported that this implantable pacemaker exhibited noise and pacing inhibition of less that 2 seconds from the right ventricular channel. It was decided to turn off the therapy of device and implant a new device. This device remains implanted. No further adverse patient effects were reported.